Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure there was an open circuit connection which resulted in high out of range pacing impedance measurements of greater than 2000 ohms along with pacing inhibition and high threshold measurements on the right ventricular (rv) channel. It was noted that when pacing between the tip and pocket the impedance measurement was greater than 3000 ohms. However when pacing ring to pocket the impedance was within range at 872 ohms. The rv lead was attempted and not implanted. The pacemaker was tested with a new lead and had within range measurements.